Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error code during upgrade. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. The pump was ran in user and mu modes. The reported error code was unable to be duplicated. When the pump was turned on it powered up normally. The 46442 error was not recorded in the log, but was present in the device information menu. There was no fault found with the returned pump.